Event description:
It was reported that a pump malfunction occurred, identified by malfunction code 16, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while waiting for the replacement pump, which was confirmed for shipping. The customer was also guided on how to put the faulty pump into storage mode before returning it using a pre-paid label within 10 days.